Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign objects exiting the distal end of the channel tube due to clogging. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: additional information including the reprocessing steps were unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage at the forceps elevator. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: -IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.